Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that data trends were not able to be retrieved. The patient was asymptomatic and device reprogramming was recommended.